Event description:
It was reported that during priming with a prismaflex st100 set, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
Two devices were received for evaluation. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. Prime testing was performed including pre-priming and no leak or air intake was detected during the priming test. No leak or crack was detected on the three pod membranes and connections. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.